Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that after the recent implant of this left ventricular lead, high capture thresholds were noted. It was determined the lead may have pulled back resulting in a dislodgement. A lead revision was performed to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.